Event description:
It was reported that the pump was alarming and the screen was blank. Batteries were removed from the pump but it continued to alarm. New batteries were placed in the pump but it will not power on. Instructed patient to ensure batteries were placed correctly in pump and he states they are in the pump correctly and pump still will not power back on and alarm has now stopped. Instructed patient to remove batteries and clamp tubing nearest port. Instructed patient to call doctor now for further instructions. Patient verbalized understanding and no further needs at this time. No patient harm. No additional information available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6 evaluation codes: updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for alarming, blank screen, and continuous beeping could be the main board failure or battery connection; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.